Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: evaluation revealed that the audio bolus button cover was detached/missing. The complaint of the audio bolus button being under responsive was not duplicated during testing. All of the keypad buttons responded appropriately. Unrelated to the complaint, the battery cap was observed to be worn on the top of the cap.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under-responsive. The button was found to be missing/peeling.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.